Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A 5-6 cm piece of wire was returned. No serial number or model number is available. Without a serial number, the manufacturing date cannot be determined. Evaluation summary: analysis indicates the wire piece appears to have some polymer covering on it in places. The wire diameter is less than .002" and is not a known component of any lead.